Event description:
It was reported that balloon overhang occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 3.5 x 20, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. Following pre-dilatation of the mid vessel with a 2.5x20 emerge balloon catheter, a non-bsc stent was implanted. Intravascular ultrasound was performed which showed that the placed stent was under expanded. Subsequently, a 4.00mm x 20mm nc emerge balloon catheter was advanced for post-dilatation where marginal overhang was noted. A 3.5x28 synergy drug-eluting stent was advanced and placed in the proximal vessel. Post-dilatation was performed with a 3.50mm x 20mm emerge balloon catheter where an even larger overhang was observed. Both balloons were inflated three times at 6, 12, and 20 atmospheres respectively. Overhang was noted when each of the balloons was inflated to nominal until rated burst pressure. The procedure was completed with no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon overhang occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 3.5 x 20, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. Following pre-dilatation of the mid vessel with a 2.5x20 emerge balloon catheter, a non-bsc stent was implanted. Intravascular ultrasound was performed which showed that the placed stent was under expanded. Subsequently, a 4.00mm x 20mm nc emerge balloon catheter was advanced for post-dilatation where marginal overhang was noted. A 3.5x28 synergy drug-eluting stent was advanced and placed in the proximal vessel. Post-dilatation was performed with a 3.50mm x 20mm emerge balloon catheter where an even larger overhang was observed. Both balloons were inflated three times at 6, 12, and 20 atmospheres respectively. Overhang was noted when each of the balloons was inflated to nominal until rated burst pressure. The procedure was completed with no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. The marker bands were 20mm apart and there were no indications of deformations on the balloon. Inspection of the remainder of the device presented no other damage or irregularities.